Event description:
During the setup for a double lung transplant, the oxygenator in the cardiopulmonary bypass circuit began to leak during the blood to gas phase. The oxygenator was previously opened within six hours and upon priming, leaked fluid from the gas exhaust port. This was taken to be a water leak from the heater, but when the circuit was primed with blood, it was realized that the oxygenator itself was leaking. It was removed and replaced prior to patient use.